Event description:
It was reported that during troubleshooting for an unrelated alarm on the homechoice (hc) machine during use, the home patient (hp) reused single use supplies. The hp stated that they attempted to troubleshoot prior to calling the service center by replacing the heater bag only, not the rest of the supplies and attempted to resume fill 1. The technical services representative (tsr) assisted the hp to end therapy and advised them to start over with new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore, a device analysis could not be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with the statement, "this device is intended for single use only". There are also instructions to not replace empty solution bags or reconnect disconnected solution bags during their therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.